Event description:
It was reported that this lead was partially capped due to other non-product experience. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field: b2 outcomes attrib to adv event.

Event description:
It was reported that this lead was partially capped due to other non-product experience. A new lead was successfully implanted. No additional adverse patient effects were reported.